Event description:
Product is used to band fallopian tubes for sterilization. This product deployed both rings on left fallopian tube which is not supposed to happen. Doctors both state that this was device related, not operator error. Needed to use filshie clip on right fallopian tube to complete procedure. Reviewed with circulating rn. Device error, both bands deployed on the left side.surgery was completed with no injury to patient.